Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that an administration set was leaking. The tubing had been disconnected from the port piece and has leaked out, when the patient was being infused. The tubing was coming out and leaking all over the patient. There was no patient injury reported.